Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Reportable event was unable to be confirmed due to limited information received from customer. Device history record (DHR) review was unable to performed as the lot number of the device involved in the event is unknown, root cause was unable to determined. Concomitant medical products: item# unknown, unknown taper, lot# unknown. Item# unknown, unknown stem, lot# unknown. Item# unknown, unknown head, lot# unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04909.

Event description:
It was reported patient underwent r hip revision approximately 3 months post implantation due to pain, bone and tissue damage, altr, necrosis, granulation, and inflammation. Attempts have been made and additional information on the reported event is unavailable at this time.